Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely. The customer was guided to reopen and reassemble the bellows assembly which resolved the issue.

Event description:
The hospital reported the unit had a malfunction that results in a loss of ventilation. There was no report of patient involvement.